Event description:
A user reported that an lma was put in a pt and they did not get a good seal. The lma was removed and they noticed a bulge in the cuff. They used another lma and there was a consequence or injury to the pt. The user facility returned the lma for evaluation.